Event description:
Reporting status: serious injury - medical intervention reporting rationale: balloon catheter used to remove separated guide wire device issue: guide wire separation. It was reported that the procedure was to treat a lesion in the rca. The case was extremely challenging due to the heavy tortuosity in the iliac and the aorta. The bmw universal guide wire was advanced, but was unable to cross the lesion. The guide was removed and once outside the pt, the tip was observed to have separated. The separated tip was located still inside the guiding catheter and was successfully removed by inflating a balloon inside the guiding catheter and removing everything as a single unit. The sheath was exchanged for a 55 cm sheath and the case was completed without further complications. There were no pt effects. No additional event or pt information is available.